Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied to bowel on a laparoscopic right hemicolectomy, there was a leakage from the staple line. Reoperation was performed to correct the issue. Surgical time was extended more than 30 minutes and hospitalization was also extended due to event.